Event description:
Per the audiologist, the pt's parents reported since the initial reaction of the cochlear implant system, the pt had limited performance ("no clear response to sound and speech"). An x-ray (date not provided) showed several electrodes outside the cochlea. Results of an integrity test done (date not provided) showed normal device function. Explant/reimplant surgery was recommended but had not been scheduled at the date of this report.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.